Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product or logs were returned for this investigation. However, the clinical report provided sufficient detail to determine the root cause. The root cause of the positioning issues was determined to be use related due to patient movement as the impella 5.5 was pulled back into the aorta accidently while the patient was being rolled. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump moved back into the aorta. Repositioning was performed the following day, but the patient had to have echo imaging to successfully support. The pump had been left overnight in the aorta. The pump remained on til the durable lvad was placed.